Event description:
Information received by medtronic indicated that the customer experienced hyperglycemia with a blood glucose level of 32 mmol/l at the time of the incident. The customer was hospitalized and was tested for ketones. The customer did experience symptoms of headache, thirst, and sickness due to high blood glucose. The customer also reported cosmetic damage and missing battery cap contacts. No further patient complications were reported. Troubleshooting was performed and found that the customer had been using the insulin pump system within 48 hours of the reported high blood glucose event. The insulin pump was not in auto mode at the time of the incident. The customer alleges the under-delivered on the insulin pump was because the blood glucose won't go down despite the administration of correction boluses. The customer did not believe there was possible cybersecurity or hacking event. The customer will discontinue using the pump and the pump will be returned for product analysis.

Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time. Patient information cannot be provided due to regional privacy regulations. Medtronic, inc. (Medtronic) is submitting this report to comply with 21 c.f.r. Part 803, the medical device reporting regulation. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information in the time allotted and has provided as much information as is available to the company as of the submission date this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any "defects" or has "malfunctioned". These words are included in the FDA 3500a form and are fixed items for selection created by the FDA, to categorize the type of event solely for the purpose of reporting pursuant to part 803. Medtronic objects to the use of these words and others like it because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act.

Manufacturer narrative:
Medtronic, inc. (Medtronic) is submitting this report to comply with 21 c.f.r. Part 803, the medical device reporting regulation. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information in the time allotted and has provided as much information as is available to the company as of the submission date this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any "defects" or has "malfunctioned". These words are included in the FDA 3500a form and are fixed items for selection created by the FDA, to categorize the type of event solely for the purpose of reporting pursuant to part 803. Medtronic objects to the use of these words and others like it because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Information has been corrected which was not correct in the initial report. The information has been provided in section b5,h6( hecc,heic) with this report.

Event description:
Customer was not hospitalized. Customer was only in the emergency room for a few hours. He was treated in the emergency room with insulin pen. Pump passed cannula fill test, displacement verification test, self-test. Customer said the air bubbles were not applicable to the set. Customer also reported serial number no longer readable and battery cap contact missing (but no issues regarding the battery were reported). Pump was used at the time of the incident. Per customer, auto mode was not used. Customer normally uses a competitor's sensor (though it was not used during incident).